Event description:
It was reported that during the implant attempt it was difficult to fix the lead and lead migration was noted. Another lead was implanted. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.